Event description:
It was reported that the patient presented for follow up and complained about receiving shocks since the last visit. Following device interrogation it was discovered that there were several episode in the device memory including atrial fibrillation (af), supra ventricular tachycardias (svt), ventricular tachycardias (vts), and ventricular fibrillations (vfs.) It was also reported that the vt/vf detection was not accurate in several cases due to af and the shocks were inappropriate. Also all measured parameters were normal and there were no signs of any electromagnetic interference (emi) or impaired integrity of the leads. X-ray of the system as well as of the device pocket was done. As a result of the situation the programming of vf number of intervals to detect (nid) was changed to 30/40 and there were changes in medication too. There were no symptoms; the patient was clinically stable and discharged. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states, however, it is same/similar to a device marketed in the u.s.